Event description:
The customer reported error code1330 during inspection for use involving an olympus colonovideoscope. There was no patient involvement reported.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the communication error code1330 cause due to cause traced to component failure. Additionally, error b30 (scope communication error) cause due to moisture damage in the connector and intermittent image cause due to cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.